Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. The distal tip of the sensor was found to have migrated and CT scan was performed to enable the removal of the tip. The revision surgery addressed the risk and the issue is now resolved.